Event description:
Patient presented to the physician with the ipg being loose within the pocket after weight loss, with a shocking sensation and stabbing pain at the ipg site. Physician brought the patient into the operating room, applied surgical mesh to secure the ipg, re-sutured, and closed.